Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004; zy48 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient was in the emergency department for dehydration and having bouts of ventricular tachycardia (vt). An interrogation of their device was performed and it was noted that there were nsvt (non-sustained ventricular tachycardia) and ventricular tachycardia (vt) monitored episodes with occasional under-sensed ventricular events on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.